Event description:
An alarm was heard, confirmed by telemetry, that a motor stall occurred exceeding 48 hours; patient was at home sleeping when alarm was heard. The patient experienced withdrawal symptoms following the stall. Oral medication was prescribed; the device was explanted. The pump was reported to contain dilaudid. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.